Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in back up vvi mode. A device download was performed and the device was restored to normal function. The patient was asymptomatic and monitoring will continue.